Event description:
Home patient's mother rpeorted a system error 2240 alarm during automated peritoneal dialysis treatment and noted a leak in cassette of homechoice set. Home pt's mother discarded set and reports no injury or medical intervention.